Event description:
It was reported that within a week of a revision surgery, the patient developed fever, seizures, shock and was in a coma for 6 months. After awakening from the coma, she was diagnosed with a detached left retina. Multiple medical interventions were performed on the eye, however, she eventually lost her eye. The patient had also developed a drop foot during the coma, and experienced a fall in 2011 that required rehabilitation. There was delayed healing of the surgical wound. A procedure was performed to close the latest surgical wound on her back, which had remained unhealed. The product has not been returned for investigation and no further information was provided. This is report 2 of 3 for complaint (B)(4) and is a report for 1 unknown rod. There is no confirmation from a health care professional that this is a synthes device. It is noted that this complaint is also linked to the following (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. This report is for 1 unknown rod. Implant date on unknown date in 2008. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no part number or lot number was provided.